Event description:
It was reported that during service and repair pre-testing, it was discovered that the red light emitting diode (led) on bay four of the universal battery charger device was lighting when the battery devices were plugged in. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the error indicator light illuminated when the power module device was inserted into charging by four. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear on internal electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.